Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Calibration and quality controls were within specification. Analyzer maintenance was up to date. No adverse events for the patient were reported.

Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg) result for one patient sample. The initial result was 0.322 miu/ml and was reported outside the laboratory. On (B)(6) 2011, the user received an e-mail from a nurse ob-gyn stating the reported result was not consistent with the patient's condition who was "very pregnant". The user repeated testing and the result was >10000 with a data flag. The analyzer automatically repeated the sample with a 1:100 dilution and the result was 238,618 miu/ml. The patient was not adversely affected and the current condition was given as "still pregnant". The hcg reagent lot number was 16015003. The user declined a service visit.